Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an "off no power" alarm snd did not receive a low battery alert prior to alarm. Insulin pump had a solid circle on display screen. Customer's blood glucose was 69 mg/dl. During troubleshooting, it was found that insulin pump received an unexpected restart alarm, signal too low alarm and two bad battery alarms. Customer called back after receiving new batteries and states that insulin pump powered back on. Customer received assistance in placing battery into insulin pump correctly and programming time and date.